Manufacturer narrative:
The investigation determined that a higher-than-expected vitros intact pth (ipth) quality control (qc) result was obtained when using non-vitros biorad quality control (qc) fluid lot 64990 on a vitros xt 7600 integrated system. A definitive cause for the higher-than-expected qc fluid result is unknown. An instrument issue cannot be completely ruled out as a contributing factor. No precision testing was performed on the vitros xt 7600 integrated system at the time of the event. Additionally, some accuracy and precision issues were identified during a review of the customer's historical vitros qc fluid results and therefore, a reagent related issue cannot be ruled out as a contributor of the event. The customer obtained condition codes specific to the microwell incubator, prompting an ortho field engineer (fe) to visit the site for microwell incubator optimization. Following the ortho fe's actions, additional qc fluid testing was conducted, which identified further accuracy issues. The ortho tsc continues to work with the customer on monitoring the qc results. Additionally, a vitros tsh diagnostic precision test was performed following the ortho fe's actions. The results were within ortho's acceptable guidelines, indicating that the vitros xt 7600 integrated system was performing as intended following the service actions. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 2070.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected vitros intact pth (ipth) quality control (qc) result was obtained when using non-vitros biorad quality control (qc) fluid lot 64990 on a vitros xt 7600 integrated system. Vitros ipth lot 2070 biorad level 1 qc result of 31.15 pg/ml vs the expected result of 23.79 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros ipth result was obtained when the customer was processing non-patient fluids. The customer made no indication that any patient sample results had been affected, however, the investigation cannot conclude that patient samples would not be affected if the event were to reoccur undetected. There has been no allegation of harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers 400247330, 400250793 and reportability assessment 609306.